Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that that they experienced high blood glucose. The customer¿s blood glucose level was 33.3 mmol/l. The customer also states that problem with leakage either in set or insulin pump. Customer also states that reservoir was empty and insulin was in compartment. Customer reported that o-ring inside the lip of the reservoir compartment is not missing. Customer assisted with self test and self test was passed. The reservoir will be returned for analysis.